Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced sustained hyperglycemia around 300 mg/dl for approximately two hours after eating and contacted support for assistance with an infusion set change using an inset infusion set. The agent guided the user through the site change, which was completed without observed issues upon removal of the prior set. The reported symptom was elevated blood glucose. Outcomes included user education regarding proper site change technique and instructions to continue monitoring glucose levels and to call back if values did not trend downward. The investigation consisted of guided troubleshooting and procedural education provided over the phone. Review of the case revealed no observable device or infusion set abnormality at the time of the site change, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.